Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on all conductors (not obstructed) , the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was tissue present on helix.

Event description:
It was reported that the patient heard an alarm for high impedance. The telemetry data revealed the impedance was over 3000 ohms, however when the impedance check was done it was within normal range. The lead was extracted and replaced. No patient complications were reported as a result of this event.